Manufacturer narrative:
.

Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. After the floppy rtw guide wire was inserted, the burr was advanced into the pt's body. Then the guide wire was advanced in the proximal side of the coronary arteries. When the physician withdrew the system (floppy rtw guide wire and burr) from the pt's body, he noticed that the tip of guide wire was kinked. The physician attempted to exchange the floppy rtw guide wire, but was not able to remove it from burr. The physician removed the floppy rtw guide wire with a clamp and the tip fractured. There were no reported pt complications. The procedure was completed with another floppy rtw guide wire. Pt status listed as "good".